Event description:
Needle breakage. Customer reports 3 needles snapped while suturing toe following traumatic injury. There are no reported consequences to the patient attributable to this incident. Note: outcome to patient does not denote adverse event. MDR regulation of 07/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.